Event description:
Clinic notes dated (B)(6), 2014, were received for a vns battery replacement. With the notes, the physician reported that the patient had been hospitalized for seizures and the vns device was at end of service. Follow up with the physician found that he could not provide any additional information, as he had only seen the patient once. Additional attempts for information from the previous physician have been unsuccessful.

Event description:
Additional information was received revealing that the patient had their generator replaced.